Event description:
The consumer reported that they had shocking around the implant area in regular intervals every 15 minutes. There were no traumas or falls reported related to the issue and no change in the settings or programming. The indication for use was non-malignant pain and other non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.